Event description:
The user facility reported that the sq-240 light caught on fire and melted the plastic panel. No injuries or procedural delays/cancellations reported. The reported event occurred prior to a patient procedure and no patients were present during the time of the reported event.

Manufacturer narrative:
A steris service technician inspected the light and found that one of four capacitors on the control pc board assembly had failed. The pc board sustained damage from the heat generated by the capacitor failure. The technician replaced the vic control pc board assembly, tested the light and returned the unit to service. The technician reported that contrary to the initial report of the panel melting; there was no melting of the vic housing cover. The wall control subject of this event was not under steris service contract. Wall controls require routine preventive maintenance inspections to ensure proper operation of the wall control circuit breakers, fuse holders, connectors and wires and to detect any component degradation or loose connections (maintenance manual, table 5-1). As noted above, steris was not under contract to perform preventive maintenance on this controller. The wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with (B)(4) and local code requirements for use in areas where flammable anesthetics may be in use (installation instruction, page 7-1). The outer cover of the control box is made of a (B)(4), which does not support combustion and is a standard polymer material commonly used for medically-rated equipment. As a result of these design features, a capacitor or other component failure in the wall control box does not present a fire hazard. (B)(4). The expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the devices maintenance manual. The manual for these systems notes that the frequency outlined for preventive maintenance activities is a minimum frequency and the frequency of preventive maintenance activities should be increased with increased light usage. Steris will offer a quote for a new lighting system to the user facility.